Event description:
In 2005 the permacol was implanted (18x28) to repair a large hernia. Following removal of the drains in a seroma formed which the surgeon explored and it was at that time the surgeon began treating permacol in an open wound situation. Antibiotic coverage was not provided while the drains were in place or post operatively. The surgeon does not believe that permacol contributed to the seroma formation. The surgeon continued to treat the permacol in an open wound situation debriding the wound when required. During one debridement surgery an infected piece of marlex mesh was found and removed, the wound and permacol continued to be managed under wound vac with the permacol incorporating well. The pt was non-complaint with wound care cleanliness and after a few weeks, the surgeon reported that the permacol was shredding off in strips int he center of the wound. However, underneath the permacol implant that had broken down there was a healthy wound bed. The surgeon removed the shredding strips and left the incorporated permacol implant in the pt. The pt's wound continues to heal by secondary intent.